Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that a failure of the patient's defibrillator resulted in the patient death. Additional information related to the patients death is not available.